Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for gd894022, gd894014 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).